Event description:
It was reported the pt had not charged his ipg in over 1 year. The pt stated "it just quit working". Surgical intervention was undertaken on (B)(6) 2014 and the pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.